Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was showing 60 mg/dl and the bg was showing 40 mg/dl. She was shaking, crying, unable to speak. The patient's husband gave her 1 glucose tablet and after a few minutes, the cgm was 90 mg/dl. She didn't do another bg test and went back to sleep. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.